Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages was confirmed based on the event log review. The tcmid:05 error message was also confirmed during functional testing. The probable root cause for both error messages was a failure of the lm 34 a/b temperature sensor. The event log review indicated tcmid:05 and tcmid:07 error messages, thus confirming the reported complaint. The thermogard console failed functional testing during the self-test, due to the displayed tcmid:05 error message, confirming the reported complaint. The reported tcmid:07 error was not reproduced during functional testing. Both error messages are likely due to a failure of the lm 34 a/b temperature sensor, and the sensor was replaced to resolve the issue. Following service, the thermogard console passed all subsequent functional and electrical tests without issue, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints reported for the thermogard console with sn (B)(6).

Event description:
The customer reported the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) error messages. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.